Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the center cover arm piece was jammed into the siderail locking mechanism in such a way that it was not able to lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center arm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating left intermediate side rail is not latching. The bed was located at the account in the patient's room 4321. There was no patient/injury reported. (B)(4).